Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer called for assistance with the rewind and prime process. He reported that the insulin pump alarmed no delivery and motor error. He stated that he may have been holding the pressure too hard against the piston. He stated that the device had been stored in a drawer and he has had problems with it in the past. Blood glucose value is unknown. Troubleshooting was not performed. The device will not be returned for analysis.